Event description:
It was reported that on (B)(6) 2023, the patient¿s spo2 was dropping to the 70's while sleeping and using the life2000 device with a mask. Per the caregiver, the patient¿s normal spo2 is high 80's - 95%. Both the patient and caregiver denied that the equipment was malfunctioning and confirmed that the oxygen setting on the oxygen concentrator (manufacturer not reported) was staying at the prescribed flow of 4 lpm and not dropping during use with the life2000. No medical intervention was required for the decrease on spo2. The patient has a relevant medical history of dyspnea, ¿sleep apnea ¿ no sleep disorder breathing but severe hypoxemia¿, post tracheostomy, covid, pulmonary embolism, asthma, stenosis of trachea, acute respiratory failure with hypoxia, cluster of nodules right lung apex up to 4mm, mild ground-glass opacities, and liver cirrhosis. The caregiver stated they have ordered 2 different masks and requested the trainer come to the home to titrate the device settings on the new masks. The hillrom respiratory clinician advised the caregiver and patient to use the life2000 during the day while awake and use the prescribed oxygen at night until the trainer can perform a home visit. Additional information was received indicating the patient was hospitalized for high co2 on (B)(6) 2023. A trainer visit was performed on (B)(6) 2023 while the patient was hospitalized to address night settings on the device and proper mask seal. The device settings were titrated and proper spo2 was maintained. During this visit, the ¿charger issues¿ were reported and the trainer exchanged the ventilator. No further information was provided regarding the charger issue. On (B)(6) 2023, the patient was discharged from the hospital. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that on (B)(6) 2023, the patient¿s spo2 was dropping to the 70's while sleeping and using the life2000 device with a mask. Per the caregiver, the patient¿s normal spo2 is high 80's - 95%. Both the patient and caregiver denied that the equipment was malfunctioning and confirmed that the oxygen setting on the oxygen concentrator (manufacturer not reported) was staying at the prescribed flow of 4 lpm and not dropping during use with the life2000. No medical intervention was required for the decrease on spo2. The patient has a relevant medical history of dyspnea, ¿sleep apnea ¿ no sleep disorder breathing but severe hypoxemia¿, post tracheostomy, covid, pulmonary embolism, asthma, stenosis of trachea, acute respiratory failure with hypoxia, cluster of nodules right lung apex up to 4mm, mild ground-glass opacities, and liver cirrhosis. The caregiver stated they have ordered 2 different masks and requested the trainer come to the home to titrate the device settings on the new masks. The hillrom respiratory clinician advised the caregiver and patient to use the life2000 during the day while awake and use the prescribed oxygen at night until the trainer can perform a home visit. Additional information was received indicating the patient was hospitalized for high co2 on (B)(6) 2023. A trainer visit was performed on (B)(6) 2023 while the patient was hospitalized to address night settings on the device and proper mask seal. The device settings were titrated and proper spo2 was maintained. During this visit, the ¿charger issues¿ were reported and the trainer exchanged the ventilator. No further information was provided regarding the charger issue. On (B)(6) 2023, the patient was discharged from the hospital. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The life2000 ventilator is designed to alarm for a low battery condition when the ventilator battery capacity drops below 15%. An inspection of the device was performed by hillrom. Of note, the ventilator was returned without the charger cord. During inspection, a known, good charger cord was connected to the ventilator, which maintained a secure connection. A known, good oxygen tubing set and patient circuit was connected to the ventilator in the stand-alone configuration. Therapies were run at low, medium, and high activity levels in the stand-alone configuration and no error message or alarm was observed. Next, a known, good combination tubing set was connected, and 5 liters of oxygen was bled in using a 5 liter invacare platinum xl oxygen concentrator. Therapies were run at low, medium, and high activity levels in the extended range configuration. The flow meter on the oxygen concentrator did not fall below the 5 lpm set point. No error message or alarms were observed there was no malfunction of the ventilator identified during inspection. The life2000 ventilator performed as intended. Oxygen desaturation can be contributed to disorders such as respiratory failure, respiratory infections, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient did not require medical intervention for the event of oxygen desaturation that occurred while the patient was sleeping. However, after the event of oxygen desaturation, the patient experienced high co2, which required medical intervention (hospitalization) to preclude permanent impairment of a body function or permanent damage to a body structure concluding a serious injury occurred. The cause of the high co2 is unknown, but likely due to the patient¿s extensive respiratory pathology/diagnoses. The customer did not return the charger cord with the ventilator for inspection, thus it¿s damage or malfunction could not be ruled out. However, if it were to recur, the device includes a charging indicator and the device instructions for use instructs patients to have a backup means to provide ventilation or oxygen therapy. The returned ventilator functioned as intended and a secure connection between the ventilator and a known, good charger cord was maintained during inspection of the device. Based on this information, no further action is required.